Event description:
This is one medwatch report involving many units of the same device. While preparing the infusion pump for patient use, the user would turn the infusion pump on and await the power on self test (post) to complete. The infusion device would report an error message on the bottom of the display stating: "! Keep plugged into ac! Service battery/replace pump". At the same time, the pump's battery level icon would display a fully charged battery. This error would occur even on a pump that has been on charge for over 12 hours. The user would remove the pump from service and search or request another pump from central equipment which would incur delays in patient care. The user would tag the pump to be repaired by biomedical engineering. Theses pumps are currently around 12 months old from new install go live date. Biomedical has been receiving these pumps at a rate of 15-20 pumps a week with this error message requiring the engineer to go into a pm service mode to reset the error. The pump is powered by a 6v 4.5ah battery. We have a fleet of 1300 infusion pumps and we have encountered greater than 100 pumps with this error code. The clinical users are questioning the safety and efficiency of these pumps with the many battery failure messages. They are concerned that the pump will shut down while administering medications. Manufacturer response for infusion pump, volumetric, plum 360 (per site reporter). There have been ongoing discussions with the manufacturer about the battery issues associated with this pump line. Our institution was assured that this issue would not present itself like the previous plum series pump.